Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2012, this patient underwent treatment for a descending thoracic aortic aneurysm and was successfully implanted with a gore tag thoracic endoprosthesis. Both percutaneous and cut down access methods were utilized for endovascular access. It was reported that the physician encountered access complications due to an occlusion of the vessel, caused by a dissection. The physician also identified calcium and tortuous anatomy as contributing factors to the occlusion of the vessel. The physician performed an endarterectomy and the procedure was concluded without further complication.